Manufacturer narrative:
B5- per updated information on 18-jan-2022 the lens was exchanged for a shorter length lens and the problem resolved. Claim# (B)(4).

Manufacturer narrative:
H3- device evaluation: lens was returned dry in specimen cup. Visual inspection found no visible damage to the lens. Claim # (B)(4).

Manufacturer narrative:
Patient information: unk. Date of event: unk. Common device name: product code: unk; esubmitter software does not allow for blank or unk entry. Implant date-unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Device manufacture date: unk. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's right (od) eye. The surgeon states there is a high vault. Reportedly, the lens remains implanted. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
B5-additional information: a 13.2mm vticm5_13.2, -9.5/+4.0/085 (sphere/cylinder/axis) lens was implanted on (B)(6) 2021. The surgeon reports excessive vault and significant reduction of irido-corneal angles (ica). The cause is reported as device: "overall lens diameter too big." H6-health clinical code 4581: significant reduction of ica h6-investigation code 4110: lens work order search-no similar complaints reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's right (od) eye. The surgeon states there is a high vault. Reportedly, the lens remains implanted. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
Patient information: unk. Date of event: unk. Common device name: product code: unk; esubmitter software does not allow for blank or unk entry. Implant date-unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Device manufacture date: unk. Claim# (B)(4).